Event description:
It was reported that the patient's blood glucose level rose to 16.0 mmol/l (288 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. It was also reported that after the pod had fallen off there was bleeding and redness at the infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The adhesive pad was not returned with the device. No damages or defects were observed with the adhesive welds that would result in a failure to adhere. The exact cause of the reported adhesive failure could not be determined. Inspection of the fluid path components found the external portion of the soft cannula to be kinked. Fluid was observed to be leaking from the damaged portion of the soft cannula, and due to the damage fluid was unable to flow through the complete fluid path. The download data does not contain any timeouts, or pulse width increases that would indicate a struggle to deliver insulin. The investigation was unable to determine the timing or cause of the observed damage.